Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after one to two hours of intra-aortic balloon (iab) therapy, an unknown alarm was generated and blood was confirmed in the tubing. It was confirmed via cine image that there was no particular distortion of the iab and no strong calcification of the aorta. The iab was removed after approximately two hours of therapy and the patient was sent to the ICU. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).